Manufacturer narrative:
Per the manufacturer's clinical specialist, the central control monitor (ccm) power setting was checked and battery capacity was at 100%. The ccm also displayed solid green on the main screen. The field service representative (fsr) checked the led cable and reseated it and the led started functioning correctly. The issue occurred again so the fsr returned and found the led to be green and the unit at 18 ampere hours (ah). He replaced the power manager board as a precaution. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) installed the power manager into lab use only (luo) testing equipment and powered it on. The pst observed that the power manager exhibited a bright green led. A microscopic examination was done with no anomalies observed. It was determined that the power manager met specification. This complaint is related to (B)(4) / MFR#1828100-2022-00211.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) power manager board light emitting diode (led) was not showing green. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log review, the power manager log went back to (B)(6)2022. The system was powered on until (B)(6) 2022. On (B)(6) 2022 the system was unplugged at 12:25:43 am and battery backup was functional. At 12:27:45 the system was power cycled. At 01:23:47 pm the system was unplugged and battery backup was functional. The system was power cycled at 05:37:40 pm. The system was unplugged and plugged in again twice more, battery backup was still functional. At 06:16:39 the system was shut down. The complaint could not be confirmed from the logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.